Manufacturer narrative:
Added 510k/PMA number.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis was implanted successfully and a contralateral leg endoprosthesis (plc181000j) was implanted distally for an ipsilateral leg in the left limb. The physician attempted to implant another contralateral leg endoprosthesis (plc181200j) in the right limb with pushing it up, but it was not successful. The right internal iliac artery was partial covered unintentionally by the plc181200j. The physician decided to monitor it (any treatment wasn't performed). A stent (smart) was implanted inside the plc181200j as planned, because the patient terminal aorta was narrow. The procedure was completed. The physician stated that the plc181200j was planned to implant with pushing it up about 2cm but it couldn't.